Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and slight abdominal pain. The cause of the event was not reported. It was not reported it the patient was hospitalized for the event, however it was reported that the patient "attend hospital". Treatment was not reported. Patient outcome was reported as "not resolved". Action taken with pd therapy was not reported. No additional information is available.